Manufacturer narrative:
The field service engineer (fse) investigated the issue and noted the possible presence of a bubble in the patient sample as other correlations that were done resulted in the same result. He performed a 21-cup assay precision test with successful results. He performed mechanical and instrument checks with successful results. The investigation is ongoing.

Event description:
The initial reporter received a questionable elecsys hcg test system result from one patient sample tested on the cobas e411 rack. The initial result was reported outside of the laboratory. The initial result was 0.145 miu/ml with a data flag. A new patient sample was recollected on a separate day and showed a positive test. The result discrepancy prompted the rerun of the initial sample. The repeat result was 664.3 miu/ml. The repeat result was deemed correct.  The reagent lot number is 64377005. The expiration date is 30-nov-2023.

Manufacturer narrative:
Calibration was last performed on (B)(6) 2023. The qc recovery data provided was acceptable. It was found that the customer centrifuges samples for 5 minutes, which may be too short. Based on the available data, a general reagent issue could not be identified. The investigation did not identify a product problem. The root cause of the event could not be determined.